Event description:
It was reported that during a nephrectomy, the device cut but did not staple, but staples were present in the cartridge. Converted to open procedure to complete the case. Patient required blood transfusion.

Manufacturer narrative:
Analysis results indicated that physical evidence associated with user error. The analysis results found that the device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/10 fired. The cartridge lockout was found normal. The cartridge was found damaged on the cartridge deck. The damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens, the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled; as stated in the IFU "if resistance is felt, stop and replace the cartridge." The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.